Manufacturer narrative:
Per visual inspection: front shell does not stay attached. No physical damage to cartridge holder or inpen back shell was noted. Cartridge holder locks properly in place. Missing dose window. Inpen paired successfully to commercial app. Inpen received 1/4 of travel. Performed dialing alignment inspection. No misalignment of the dial was noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked/broken. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Therefore, the customer complaint of dose dial being misaligned could not be confirmed. Cap anomaly was confirmed. Cosmetic damage was confirmed due to missing dose window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per visual inspection: front shell does not stay attached. No physical damage to cartridge holder or inpen back shell was noted. Cartridge holder locks properly in place. Missing dose window. Inpen paired successfully to commercial app. Inpen received 1/4 of travel. Performed dialing alignment inspection. No misalignment of the dial was noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Therefore, the customer complaint of dose dial being misaligned could not be confirmed. Cap anomaly was confirmed. Cosmetic damage was confirmed due to missing dose window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a damaged inpen. Troubleshooting was performed but the issue was not resolved. The customer stated that the cap was loose leading up to the event and the cap no longer stays attached. The customer reported dose knob/dial misalignment was greater than 1.0 units and dose knob/dial is slipping. The customer stated that the dose dial slip was greater than 1.0 units. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the inpen was returned for analysis.